Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable of the precise bipolar forceps instrument broke. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cables were broken at the distal clevis hub. A cable segment that contains the crimp was missing and no longer in the clevis. The clevis does not exhibit any damage or wear marks. The instrument has 6 uses remaining. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event. On (B)(6) 2012, the report of this complaint returned the call and stated that no fragments fell into the patient and no injuries had occurred. The missing fragment could have fallen off during cleaning or shipping. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.